Event description:
It was reported that the pt experienced a "pop" near his catheter while helping to move a refrigerator that had fallen. Now his back, near the catheter pathway, "hurts and he feels sleepy". The pt was at home at the time of this report; was considering going to the emergency room.

Manufacturer narrative:
Results: used for the catheter.